Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not oberseved during the review of device logs. However, the device was put through extensive testing including bench handling and stress testing without duplicating the problem. An internal inspection of the device found that the flex cable was lifted. The flex cable was reseated as a precaution. The device was recertified and returned to the customer analysis of reports of this type has not identified an increase in trend.